Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device(s) is/are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that a patient underwent a revision surgery of a mobi-c implant after the patient developed persistent pain, excessive motion and excursion at the surgical site postoperatively. There was no further surgical or patient information provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery of a mobi-c implant after the patient developed persistent pain, excessive motion and excursion at the surgical site postoperatively. There was no further surgical or patient information provided.